Event description:
It was reported that after being switched off the cardiosave intra-aortic balloon pump (iabp) doesn't hold the charge. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
B4, e1(site country, event state postal code - (B)(6)). Getinge field service engineer (fse) evaluated the unit, power management board replaced (d670-00-1162). Functional tests. Passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. No patient involved. The equipment was cleared for customer use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doesn't hold the charge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.